Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, and successfully restarted sensor session without further error messages.